Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, a review of the black box showed evidence of unexplained power reset events on the complaint date. The pump intermittently powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap threads were found to be damaged. Evidence of moisture contamination on the underside of the battery cap was found. The battery compartment was found to be cracked. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump casing was removed, and no evidence of additional moisture was observed inside the pump. The pump as tested for 24 hours, and failed due to the "intermittent power" condition. The "intermittent power" condition was confirmed to be due to the battery cap/compartment damage and moisture contamination. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment was alleged to be cracked with visible moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.